Event description:
It was reported that the patient received one inappropriate therapy for ventricular fibrillation (vf). The episode was not vf, but was noise present on the right ventricular (rv) lead and atrial leads. The atrial lead had possible insulation damage. Both leads were explanted and replaced. The device was also explanted and replaced due to a possible sensing issue related to the inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - a distal segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 6940 implantable pacing lead, 1999-(B)(6); d144drg implantable cardioverter defibrillator. (B)(4).